Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. The ventilator failed the turbine transducer calibration. The main board has to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator unit was alarming transducer fault and fan fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support was able to confirmed the customer reported issue through the events log and duplicated during functional check. Pt801 and pt800 have failed. CAPA ca-2017-0206 was created.